Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. High blood glucose level was 451 mg/dl. The customer was assisted with troubleshooting for high and low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.